Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insertable cardiac monitor (icm) was unable to be interrogated. The device was not used, and a new one was implanted. The patient had no adverse consequences.